Manufacturer narrative:
Date sent to the FDA: 12/28/2020. Corrected information: physical manufacturer.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent an inguinal hernia repair surgery on (B)(6) 2010 and a mesh was implanted. Additional information was provided that the patient underwent revision surgery on (B)(6) 2014. It was further reported the mesh had become dislodged and ¿was into the recurrent direct hernia.¿ it was reported the patient experienced or continues to experience severe pain, constipation, recurrent hernia defects, burning sensation and pulling sensation. It was reported that the patient underwent a mesh removal on an unknown date. No further information provided at this time.